Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 30 mg/dl. The customer reported wanting insulin pump exchanged due to so many low blood glucose levels. The customer did treat for the low blood glucose level with food and glucose tablets. The current blood glucose level was 36 mg/dl and 48 mg/dl. The customer did troubleshoot and advised a high blood glucose level of 430 mg/dl yesterday. The customer had not symptoms and treated with a manual injection. The current blood glucose level was 136 mg/dl. The customer had ranges of blood glucose levels of 58 mg/dl, 314 mg/dl, 370 mg/dl and treated with the insulin pump and manual injections. The customer reported another low blood glucose level of 32 mg/dl and treated by eating something. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.